Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.5x38mm xience alpine stent delivery system, during protective sheath removal, the stent dislodged. The stent remained slightly stretched, inside the protective sheath. The device was discarded and not used. There was no patient involvement. Another device was used in replacement. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore the stent dislodgement could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on an expanded assessment, a potential product issue related to stent dislodgements occurring prior to use in the patient was noted. Further investigation of this issue per site operating procedures concluded there is no evidence to indicate a design, manufacturing or labelling issue with the subject lot or that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.